Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the tip of the cutter broke while using the shaver in the usual manner. Fragments were removed. No adverse consequences and no delay were reported by the customer. The procedure was completed successfully.